Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and the maintenance order sap# (B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible confirm plunger rod damaged. The probable cause for the defect is related to fail at plunger assembly station due a breakage, allowing the damage product flow of the process. To correct the defect it will be performed the maintenance order sap# (B)(4) concluded at 17/may/2017.

Manufacturer narrative:
Lot # provided was 740144. This lot # is not recognized as a valid lot # for this cat #. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: lot number history review / DHR review: it was verified the batch record and it was observed that the manufacturing date for this batch was may 11 - 20 , 2017. No quality notification, maintenance or other deviation was found for this batch. When additional investigation information is received, a supplemental MDR will be filed.

Event description:
It was reported that while using the bd plastipak¿ 1ml syringe with needle, it was noticed that the plunger detached from the stopper. There was no report of injury or medical intervention.